Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. The event can be prevented by following the instructions for use: "·inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation ¿b30 error¿ was not confirmed. Additionally, no leakage was noted. There was no sign of physical damage on scope connector, distal end and other parts of scope. The scope was kept under observation for two hours and no error was found. The scope will be sent back to the customer unrepaired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited b30 scope communication error. The issue was found during receipt inspection upon device return after repair. There was no patient involvement.